Manufacturer narrative:
(B)(4). Analysis descriptions: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 42.2 cm to 42.3 cm , 42.4 cm to 42.5 cm, 45.9 cm to 48.0 cm, and 50.7 cm to 51.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.